Event description:
Within 24 hours of using this breast pump pt developed several serious blisters on their nipples and had to seek medical advice from a professional. They discontinued use of this product immediately.